Event description:
A surgeon reported access port leak from base plate. Per the physician,the base plate was tested in theatres and noted that methylene blue dye leaked from base plate. Device will be returned. Sales representative is in the process of acquiring further details of the alleged event. There is no additional information at this time.

Manufacturer narrative:
Taper ii - the reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event and implant date. The information has not yet been received by allergan. Based upon the model number provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."